Event description:
Reporter alleged that a patient received results of 550 mg/dl and 102 mg/dl on the inform system compared back to back within 10 minutes of a result of 469 mg/dl obtained on a lab system. Reporter states they drew the blood sample for the first test and the lab test from a PICC line and thinks that they did not flush it. Reporter stated that the patient did not receive treatment based on the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.